Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, fold creases, wear abrasion, and a curved opening on anterior. Leak test and microscopic analysis was performed, which identified a striated opening on anterior and observed void 1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: a striated opening on anterior assessed, as surgical damage consist in the use of some surgical tool.

Event description:
Healthcare professional reported, a right side capsular contracture, baker grade IV. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported a right side capsular contracture, baker grade IV. The device has been explanted and replaced.